Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 50 mg/dl with severe dizziness and unsteadiness when standing and walking. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter stated the patient received food and drink as treatment. Troubleshooting completed by animas customer support revealed no mechanical issues with the insulin pump; there was no pump malfunction indicated. Troubleshooting revealed the patient was miscounting carbohydrates, bolusing without eating and also failed to bolus. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy associated with diabetes management/ training/misuse. Product return is not required.